Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she has had a decrease in her qual of life. She reported multiple examples of effects on her activities of daily living including being unable to perform her diabetes testing, see her computer screen clearly, and perform her job functions. She reported being unable to read with or without wearing reading glasses at all distances. She is experiencing headaches daily. Additional info was requested. There are two med device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).